Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 5076 implantable pacing lead, (B)(6) 2008; 4023 implantable pacing lead, implanted: (B)(6) 2002. (B)(4).

Manufacturer narrative:
Product event summary: product performance information was received, analyzed, and oversensing was noted. Two ventricular nonsustained episodes <(><<)>= 180 ms occurred on (B)(6) 2012.

Event description:
It was reported that noise/interference was observed on the right ventricular lead. The physician believed it was a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead in segments was returned, analyzed, and no anomalies were found. It was also noted that the lead had apparent explant damage.

Event description:
It was reported that noise/interference was observed on the right ventricular lead. The physician believed it was a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that noise/interference was observed on the right ventricular lead. The physician believed it was a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.